Manufacturer narrative:
Additional narrative: a manufacturing evaluation was conducted. The report indicates that the returned part was investigated. We can see evidence of screw insertion at the 2nd hole from the bottom and also in the top 2 holes of the nail. We can confirm the tibia nail has a slight bend at the curvature in the upper third of the nail. However there is no correlation between where the nail exhibits bending and where bone non-union occurred and for this reason this complaint cannot be classified as an implant failure. We conducted our investigation with very limited information as details of patient activity, age, weight and other comorbidities were not provided. The bending occurred, that this damage was due to excessive force applied from the top of the nail ( i.e.: hammering) by the surgeon. It bent and the weakest point ( as there is only a small amount of surface material is this area due to the concentration of screw holes). As with all synthes devices we recommend referencing the appropriate technique guide and in this case it is (B)(4). What we can confirm that this product was manufactured to specification in december 2012 as a full review of production documentation was conducted. Additionally a review of the complaint data base shows this is the only complaint from this lot number and article number for this issue. No product fault could be found with this article. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tibia nail was implanted more than four months ago. By the end of the fourth month the doctor observed the implant failure. It is seen that the nail has been bent. As per the surgeon¿s report the patient was not on weight bearing after implantation. The doctor has removed the nail and replaced it with another nail. It was also reported that the complication to the patient was a fracture nonunion and the patient had to be revised with another implant, resulting in an unknown prolonged hospital stay. There was no reports of a surgical delay. This report is 1 of 1 for complaint (B)(4).